Event description:
A cna was lifting a resident from her bed to a chair using the lift. The lift had the base in the spread position. The chair was placed near the bed and the cna began to move the lift over the chair. The lift tipped and the resident fell to the floor still in the sling and the lift arm tipped onto the floor. The lift had been used previously with no problems. The next day several other cna's attempted to use the lift and once again the lift began to tip over. The resident was not injured at this time. When the resident sling was removed from the lift, the lift arm rotated completely around. The lift was removed from the facilityinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.